Event description:
Pt in or on 11/1/95 for a laparoscopic cholecystectomy, lysis of adhesions and marcaine nerveblock. As the clip applier from the lapchole kit was being inserted through the trocar part of the inner seal (reducer) was separated from the slune and entered the pt's abdominal cavity. The separated portion was removed via the laparoscope by the surgeon. Co rep was notified. No injury to pt.